Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were air bubbles and a crack in the line. There was no report of patient impact. The following information was provided by the initial reporter: alaris pump set tubing rupture/bubble in tubing.

Manufacturer narrative:
The following fields were updated as possible lot numbers: d4: medical device lot #: 22085770. D4: medical device expiration date: 18aug2025. H4: device manufacture date: 18aug2022. D4: medical device lot #: 22075572. D4: medical device expiration date: 15jul2025. H4: device manufacture date: 15jul2022. D4: medical device lot #: 22075039. D4: medical device expiration date: 16jul2025. H4: device manufacture date: 16jul2022. D4: medical device lot #: 22075040. D4: medical device expiration date: 19jul2025. H4: device manufacture date: 19jul2022. D4: medical device lot #: 22075041. D4: medical device expiration date: 19jul2025. H4: device manufacture date: 19jul2022. D4: medical device lot #: 22075042. D4: medical device expiration date: 20jul2025. H4: device manufacture date: 20jul2022. D4: medical device lot #: 22085244. D4: medical device expiration date: 20aug2025 . H4: device manufacture date: 20aug2022. H6: investigation summary one sample and one photo of material number (B)(4) was received for quality investigation. The customer complaint of air bubbles-air in line-tubing defective/damaged was verified by evaluation of the photo submitted. Evaluation of the photo submitted shows that the tubing ballooned in the silicone tubing at the top of the pumping segment. Investigation of the sample received was then conducted. Visual inspection of the sample did not indicate any damages or any defective components. A simulated infusion was then conducted at a rate of 400 ml/hr. There were no issues found with the infusion set during the simulated infusion. The customer reported the lot number as unknown. The following possible lot numbers were determined based on smartsite ID numbers. A device history record review for model 2420-0007 lot number 22085770 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22075572 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15jul2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22075039 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jul2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22075040 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19jul2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22075041 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19jul2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22075042 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jul2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22085244 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue reported could not be fully determined due to the failure not being replicated. The probable root cause for the failure is an improper use of the infusion set causing for the ballooning of the silicone tubing. Information provided by the customer states that the ballooning occurred when conducting an IV flush in the infusion line. If this flush is not conducted correctly the silicone tubing can balloon as seen in the photo provided.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were air bubbles and a crack in the line. There was no report of patient impact. The following information was provided by the initial reporter: alaris pump set tubing rupture/bubble in tubing.